Event description:
It was reported that after backing the system out during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy procedure, the customer identified a port site burn. During the da vinci-assisted surgical procedure, the grounding pad was placed on the left thigh. There were no intraoperative complications, and the procedure was completed robotically. While undocking the system from the patient, a single red circular bruise/burn measuring approximately 3-4cm in diameter was observed around the port site entrance of universal surgical manipulator 1 (usm1). The burn was superficial, down to the dermis, and there was no change to the subcutaneous fat. A dermatologist was consulted intraoperatively, and the 3-4cm of burned/bruised skin was excised from the internal abdominal wall and sutured closed by the surgeon. Although the cause is unknown, the monopolar curved scissors (mcs) instrument was used on usm1, and the surgeon believes the monopolar current leaked into the metal cannula port while removing adhesions, causing thermal injury. There was no actual arcing observed and there was no movement or damage to the mcs tip cover accessory. The procedure was completed and there were no post-operative complications.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the monopolar curved scissors (mcs) instrument or the mcs tip cover accessory that were used during this reported event; therefore, failure analysis investigations could not be performed. A review of an image provided by the customer was performed by an intuitive surgical, inc. (Isi) clinical development engineer and the following additional information was provided: the image is a photo of a screen and shows a port site that is black around the edges and appears to have further blanching surrounding the port site.